Event description:
On 1/25/97 the pt, following the performance of a cardiac catheterization, had an intra-aortic balloon pump catheter inserted. On 1/27/97, one day status post four vessel coronary artery bypass graft surgery and repair of two right femoral artery perforations, the pt was found to have blood in the tubing of the intra-aotic balloon pump catheter. The pt was taken to the or and the catheter was removed. A new intra-aortic balloon pump catheterwas inserted into the pt via the left femoral artery.